Event description:
Coiling treatment of a basilar tip aneurysm. It was reported that the coil perforated the aneurysm during the coil delivery. The pt was sent to surgery for a craniotomy and clipping. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation.